Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the patient presented to the operating room for a routine device change out and the pulse generator exhibited backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.